Event description:
It was reported that a hematoma and edema occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman trusteer access system (was) was selected to be used with successful closure device implanted in the laa of the patient. The patient was discharged. The patient went to the emergency room (ER) due to bruising on the right upper leg, around to the back of his legs and into the testicles. All tests were negative for clots. The patient had a computed tomography angiography (cta) groin duplex. The patient was released and had an appointment with the cardiologist on (B)(6) 2025 where the patient was given lasix for pedal edema in both legs and a CT venogram was ordered. It was further reported that the outcome of the event was resolved on 02-jun-2025.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
It was reported that a hematoma and edema occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman trusteer access system (was) was selected to be used with successful closure device implanted in the laa of the patient. The patient was discharged. The patient went to the emergency room (ER) due to bruising on the right upper leg, around to the back of his legs and into the testicles. All tests were negative for clots. The patient had a computed tomography angiography (cta) groin duplex. The patient was released and had an appointment with the cardiologist on (B)(6) 2025 where the patient was given lasix for pedal edema in both legs and a CT venogram was ordered.